Event description:
The customer reported a ventilator alarms that the blower temperature is high. The device was in clinical use at the time the issue was discovered. The device was being used to assist patient breathing at the time of the event. The result was a delay to treatment. Another device was used to continue treatment. The device was evaluated by the customer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the remote service engineer (rse) reported that the customer refused philips service due to the device being out of warranty. The device was reported to have been repaired by a third party. There will be no returning parts for failure investigation. The ventilator was reported to have returned to service. No other anomaly was reported.